Event description:
Pancreatic carcinoma [pancreatic carcinoma]. Case description: this case was reported by a consumer via call center representative and described the occurrence of pancreatic carcinoma in a female patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. Concomitant products included double salt dental adhesive cream (new poligrip si2). On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip and new poligrip si2, the patient experienced pancreatic carcinoma (serious criteria gsk medically significant). On an unknown date, the outcome of the pancreatic carcinoma was unknown. It was unknown if the reporter considered the pancreatic carcinoma to be related to new poligrip. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the patient with upper dentures and lower dentures other than two teeth used new poligrip for those dentures. On an unknown date, the patient experienced pancreatic carcinoma (seriousness: gsk medically significant). In december 2022, newly released new poligrip si2 70 g use was ongoing. When the patient previously used new poligrip (it was already discarded, and the exact product name was unknown), the dentures were properly attached from the morning to the time going to bed. However, when new poligrip si2 purchased this time was used, the dentures came off by the evening. Due to the pancreatic carcinoma, the patient could not eat hot or cold food. Therefore, there could be no sharp increase in food intake over the last few days. No further information is expected.

Manufacturer narrative:
Argus case: (B)(4).